Manufacturer narrative:
A review of intuvie¿s service records was conducted and no prior service events documenting the same failure mode were identified for this device. Complaint history was also reviewed, and no previous complaints associated with the reported failure were identified. The ground resistance failure was identified during routine preventive maintenance testing. The device is currently undergoing evaluation to determine appropriate corrective actions. A follow-up MDR will be submitted upon completion of the investigation and any corrective actions taken.

Event description:
Pump sn (B)(6) was returned to intuvie for routine preventive maintenance. During standard electrical safety testing, the device failed the ground resistance test, measuring 0.622 ohms, which exceeds the acceptance criterion of less than 0.1 ohms. The issue was identified during preventive maintenance only. No patient involvement or adverse event was reported.